Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was dropped against a hard surface. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to the customer's blood glucose level.